Event description:
Info received indicates the scale and power supply circuit boards are corroded due to fluid ingress.

Manufacturer narrative:
The tech replaced the scale and power supply circuit boards to repair the bed.